Event description:
Reportedly, fired to duodenum, but staples at the tip of jaw were not placed to tissue. Bleeding (less than 200cc) was confirmed. The tissue was treated with another ila dlu. Sex: unk. Procedure: gastrectomy.